Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 441 mg/dl after a sensor disconnection prevented glucose monitoring for several hours. The user managed the episode by entering fingerstick values into the ilet and pairing a new sensor. No outside medical intervention was required.